Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. It was noted that there was loose epithelium in both eyes (ou) during procedure. A bandage contact lens (bcl)was placed in ou. On (B)(6) 2018 the slit lamp exam (sle) revealed minor anterior basement membrane dystrophy (abmd) changes in the right eye (od) and loose epithelium in the left eye (os). Bcl's kept in place. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision distance worse in the left eye than the right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/15 -.50 x -.75 x 95; left eye pre-op 20/15 -.50 x -.75 x 70.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.